Event description:
A malfunction alarm with a code malf 12 was reported, and the fault ID was 0x2071. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Although the customer had not reset the pump for this malfunction, technical support initiated the reset process, but the call was disconnected before completion, leaving the reset unfinished.